Manufacturer narrative:
Examination of the instrument was not possible as it was not returned. A search of the complaints database found additional reports of tip breakage/damage. Evaluations of previous investigations confirmed the reported breakage. The previous investigations did not find any evidence of manufacture error. The investigation could not draw any conclusions about the current reported event without the instrument to examine. Although the current investigation did not establish the need for corrective action, CAPA-(B)(4) was previously initiated to investigate, identify root cause and corrective actions. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Tip of impactor broke off into stem, but was retrieved. This caused a surgical delay of 5-10 minutes.